Event description:
It was reported that there was a clear link secondary medication set that would not flow. The set was primed and connected to an unknown primary set. The secondary bag was noted to have been hung higher than the primary bag and the primary set was hooked up to a non-baxter pump. The pump was programmed to infuse at 50 ml/hour. During the infusion it was identified that the fluid was being pulled from both sets. The user opened and closed the vent but there still was still half the solution left in the secondary bag as the end of infusion. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A simulated therapy was performed with the device with no issues noted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.